Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer was no longer using the pump for insulin therapy. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however with limited kidney function.